Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly, the customer resumed basal insulin delivery on the pump to address bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
B1, b2, b5.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Customer called tandem technical support and resumed insulin delivery successfully.